Event description:
One pt with discrepant creatinine and bun results. Initial creatinine gave 2.8 mg/dl and bun gave 38 mg/dl. Sample repeated in 2008, giving creatinine result of 0.3 mg/dl and bun of 10 mg/dl. Sample was repeated again the follwoing day, giving creatine result of 0.3 mg/dl and bun of 11 mg/dl. Initial results were reported. Pt not adversely affected. The field service representative was unable to determine root cause, noting additional samples have been run without error, and this issue appeared to be isolated to the pt sample.